Event description:
At the beginning of a procedure, the device would not reach the desired temperature in the lesion mode. Troubleshooting efforts were unsuccessful and the procedure was cancelled. There was no adverse event reported as a result of this malfunction.